Manufacturer narrative:
Reported event: an event regarding a loosening involving a patient specific, distal femoral replacement, tibial stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for distal femoral replacement which was inserted on 21march2018. The surgeon reported imminent periprosthetic fracture of loose custom stanmore tibia. The CT image provided shows a very curved tibial bone with medial bone defect at tibial plateau. The lateral cortex of the tibial at the middle of the implant is extremely thin which has high risk to be fractured. In addition, there are gross radiolucent lines along the tibial and femoral stems, and the femoral stem is misaligned with the cavity with tip of the stem nearly penetrating the medial side of the cortex. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific implant prescription form was received for the patient's right distal femoral replacement. Noted on the form: "imminent periprosthetic fracture of loose custom stanmore tibia. Tibial component is at risk of fracture in diaphysis. Needs a revision with longer stem." Further reported by surgeon: "this patient has a custom stanmore done a while ago. It is the tibial component that has come loose and the stem is at risk of diaphyseal breach and fracture, so essentially will probably be a tibial only revision as we think the femur is fine. I think we do need to plan revision of femur as well though. I wonder whether your engineers have the old plans archived which may help designing something with a longer stem." Update (B)(6) 2021: x-ray review from clinical consultant states " in addition, there are gross radiolucent lines along the tibial and femoral stems, and the femoral stem is misaligned with the cavity with tip of the stem nearly penetrating the medial side of the cortex".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
A patient specific implant prescription form was received for the patient's right distal femoral replacement. Noted on the form: "imminent periprosthetic fracture of loose custom stanmore tibia. Tibial component is at risk of fracture in diaphysis. Needs a revision with longer stem." Further reported by surgeon: "this patient has a custom stanmore done a while ago. It is the tibial component that has come loose and the stem is at risk of diaphyseal breach and fracture, so essentially will probably be a tibial only revision as we think the femur is fine. I think we do need to plan revision of femur as well though. I wonder whether your engineers have the old plans archived which may help designing something with a longer stem."